Event description:
It was reported that a patient (pt) had an issue with the transfer set disconnecting from the titanium adapter. The transfer set disconnected from the catheter either before or after a shower. The tape was still in place. The patient cleaned the top with minicaps and recapped the catheter. The patient went to the clinic, then to the ER for peritoneal culture and to have the transfer set replaced. On the same day, the patient was retrained on pd catheter care. As a precaution, the pt was treated with vancomycin IV for 1 day and a prescription for 500mg cipro po daily for 7 days. The hp was doing well and peritoneal dialysis (pd) therapy was going well since this event. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.